Event description:
It was reported that when a patient presented in the operating room for a normal generator change-out, externalized conductors were observed. No electrical anomalies were detected. The lead will be explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.